Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Following field was update: g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported malfunction was confirmed during evaluation; however, the investigation could not conclusively specify the cause of the foreign material remained in the device from the obtained information. According to the investigation, there were no deviations from the instruction manual in the reprocessing steps at the material residue point and no physical damage was confirmed at the place where the foreign material remained. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. States the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.